Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(4). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that, during a procedure, the temperature displayed on the sorin heater-cooler system 3t was different than the measured temperature at the oxygenator, and the temperature could not be adjusted. There was no report of patient impact. A sorin group field service representative was dispatched to the facility to investigate. The service representative examined the temperature readings on the heater-cooler at low and high ranges for all tanks and all temperatures were found to be within specification. It was discovered during testing that the water level in the patient tank was low. The customer indicated that a patient blanket was used during the procedure, which was not hooked up at the time of testing. The customer did not know if the tank was blinking yellow when the issue occurred. However, it was indicated that the biomedical engineer did basic troubleshooting and found the level low on the patient tank, which was refilled. The unit was found to be operating within specification and was returned to service. The investigation is ongoing. A follow-up report will be sent when the investigation is complete. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that, during a procedure, the temperature displayed on the sorin heater-cooler system 3t was different than the measured temperature at the oxygenator, and the temperature could not be adjusted. There was no report of patient impact.